Manufacturer narrative:
The pump was received with a frozen screen on a full segment display. The problem was isolated to the interface board. Unable to confirm the alarm or perform functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery alarm tests due to the frozen screen. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to a high blood glucose level. The customer had pneumonia and severe dehydration. Customer's blood glucose level was 574 mg/dl. He treated his high blood glucose level with the insulin pump and manual injections at the same time. He also had a diabetic ketoacidosis. While in the hospital he was disconnected from the insulin pump and was placed on IV drip and fluids. Customer was wearing the insulin pump at the time of hospitalization. The insulin pump had a full black screen. The insulin pump was dropped on the floor. He received a watchdog timeout alarm. The customer was unable to rewind the insulin pump. He was unable to perform the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.